Event description:
It was reported that there was sympathetic flow observed from a secondary medication bag to a primary medication back during an infusion of flagyl. There was approximately 50-100ml of IV fluid left in the primary infusion bag when the secondary administration was initiated. Upon returning to the patient¿s bedside about 10 minutes later, the clinician noted that the flagyl bag was empty. After further investigation, the clinician believed that the medication in the secondary bag was flowing back up into the primary tubing bag. The primary IV fluid bag was more full than previously, with approximately 100-200 ml of fluid. There was patient involvement but no harm. Customer indicated no additional information.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: it was reported that the sympathetic flow of flagyl, the complaint was not confirmed or replicated during the investigation. Timed rate accuracy and preventive maintenance tests were performed on the suspect device to verify the performance and the functionality of the device. It was found damage on the instrument inspection of the preventive maintenance; however, the device was observed to be operating within specifications. The incident administration set was not returned for this investigation; therefore, its inspection and testing could not be performed. A review of the concomitant pcu event log showed no records of infusions programmed on the suspect pump module s/n: (B)(6) on the event date reported by the facility, october 1, 2024. On (B)(6) 2024 at 4:01 pm, the pcu event log showed that the concomitant pcu and the suspect pump module were powered on, and the pump module was assigned with channel a. The dataset installed was identified as ¿mh 9_25_24¿, the profile in use was identified as ¿crit care¿. At 4:05 pm, the user restored a previous basic infusion with a rate of 5 ml/h and a volume to be infused (vtbi) of 5ml, then the user programmed a secondary infusion of drugid 314 - metronidazole (flagyl) 500mg/100ml for a duration of one (1) hour at the rate of 100 ml/h. The infusion was started. At 4:33 pm, the user paused the infusion again, and finally at 4:36 pm, the pump module was channeled off and the system powered off. The total secondary volume infused from the time the infusion was programmed at 4:05 pm until 4:36 pm, when the system was powered off, was measured to be 36.469ml. The pcu event log could not determine why the infusion of metronidazole (flagyl) that was programmed to infuse for one (1) hour was terminated early after infusing for approximately twenty-eight (28) minutes. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Alaris system user manual (v9.33), states within manual programming¿secondary infusion (pump module) ¿secondary applications require the use of a check valve or clamp on the primary IV line in order to prevent backflow of secondary medication into the primary line.¿ facilities have been informed by the third-party parts notice, dated 07 february 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. The alaris system user manual also states not to use a device with any damage. Send it to biomedical engineering for repair. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6), (wo: (B)(4): the device was opened during the investigation, please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the facility. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported sympathetic flow of flagyl was not confirmed through the log review or replicated during the investigation. The customer did not return the secondary or primary IV set for the laboratory testing. The returned device was fully tested, evaluated, and no issues or anomalies were observed during laboratory testing.

Event description:
It was reported that there was sympathetic flow observed from a secondary medication bag to a primary medication back during an infusion of flagyl. There was approximately 50-100ml of IV fluid left in the primary infusion bag when the secondary administration was initiated. Upon returning to the patient¿s bedside about 10 minutes later, the clinician noted that the flagyl bag was empty. After further investigation, the clinician believed that the medication in the secondary bag was flowing back up into the primary tubing bag. The primary IV fluid bag was more full than previously, with approximately 100-200 ml of fluid. There was patient involvement but no harm. Customer indicated no additional information.